Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via (B)(6) that they experienced diabetic ketoacidosis. The customer's blood glucose level was unknown. The customer stated that they had an issue in the middle of the night and the insulin pump stopped working and it took a month for me to fully recover. The insulin pump will not be returned for analysis.